Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating system console froze intermittently before a cataract surgery. Additional information has been requested. Additional information received clarified that the surgery was completed by restarting the system. The system completed the boot up cycle successfully. There was no patient impact.

Manufacturer narrative:
The company representative did confirm the issue, but they were unable to replicate the reported event. As a result, the central processing unit (cpu) was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The central processing unit (cpu) host was received for investigation. A visual assessment of the returned sample revealed no visual nonconformities. The host was installed into a calibrated system and successfully completed the 8-hour burn-in test as well as surgical tests during sculpt mode. The host was found to be functioning as intended. The cpu host was found to meet specifications. Therefore, the root cause of the reported event is inconclusive manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative, examined the system. And confirmed the reported event, but was unable to replicate the reported event. As a preventative measure, the host ozil sata was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).